Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly. There was a slice cut in the catheter body.

Event description:
It was reported that the pump and catheter were removed. The pump was near battery depletion. A possible infection occurred. The device system was used to deliver baclofen. It was later reported that perioperative antibiotics were administered. The date of the onset/diagnosis of the infection was (B)(6) 2013. The patient underwent pseudoarthrosis repair at t11-t12. Post-operatively, an infection of the spine pseudoarthrosis with was found. Pseudomonas aeruginosa was cultured. The decision was made to attempt an intrathecal baclofen (itb) explant and wean. The patient did not tolerate the wean. After 4 weeks of intravenous antibiotics, the pump and catheter were replaced. After surgery, a lower itb dose was given. The infection resolved.